Event description:
Ceiling mounted hoyer lift that was installed on (B)(6) 2022 motor released from ceiling with the client in the hoyer sling. Client was several inches from chair so no injury. However, client states that the bar from the sling hit her and she elected to go to the hospital to have it evaluated. Per husband no injury was found. Installed on (B)(6) 2022 first time used motor released from ceiling. Installer was from (B)(6). They are aware and sending someone to assess. Will submit plan of correction within the week. FDA safety report ID # (B)(4).